Event description:
Damaged sterile package. The customer reported via the tm that as the head was about to be implanted, the surgeon noticed that part of the plastic packaging was stuck to the device. It was further reported that another head was opened to complete the procedure.

Manufacturer narrative:
As part of a quality system improvement plan, stryker corporation conducted a 2 year retrospective MDR review to ensure appropriate MDR reporting decisions. Events reported to stryker from (B) (6) 2006 to (B) (6) 2008 were the scope of this retrospective review. These events are part of a retrospective summary report being submitted under exemption (B) (4). There are 3 events associated with this event type (damaged sterile package) and product code (lzo).